Manufacturer narrative:
Covidien engineer confirmed the unit display was missing segments. Isolated problem to the universal interface (ui) printed circuit board (pcb). The ui pcb was replaced and the unit passed testing. (B)(4).

Event description:
Covidien received a report that the n65 pulse oximeter display was missing a segment in the pulse rate window. This was found during testing of the device. The failure happened when the device was not being used on a patient.